Event description:
It was reported the pt has not maintained the ipg as recommended in about four years. The reason is unk and the pt has no intention to use his scs sys.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.